Manufacturer narrative:
Device used for off label indication. The indication the device was used for was tourette¿s syndrome. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported the patient experienced ¿ineffectiveness of the right electrode on (B)(6) 2013.¿ it was noted the patient was part of a study of the treatment of tourette¿s syndrome through high-frequency bilateral stimulation of the anterior part of the globus pallidus internus (gpi) and was a member of the ¿stimulation on¿ group.